Event description:
It was reported while testing for sars cov-2 reagent came into contact with mucous membranes. The customer stated there was no patient impact.' Eua#: eua(B)(4).

Manufacturer narrative:
H6: investigation summary this statement is to summarize the investigation results regarding the complaint that alleges technician accidentally used the positive control swab to collect sample from the patient when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown. Bd quality performs a systematic approach to investigate use of an incorrect control swab complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as no batch number was provided. The complaint was unable to be confirmed. There are no current trends against incorrect use of the swab. No adverse health consequences or trend identified. Bd quality will continue to closely monitor for trends. There were no corrective actions taken at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while testing for sars cov-2 reagent came into contact with mucous membranes. The customer stated there was no patient impact.' (B)(4).